Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during routine evaluation, an alert for low hv lead impedance and possible output circuit damage was observed. The alerts coincided with an event and attempted therapy. The patients rhythm had converted on its own. Lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.